Manufacturer narrative:
The device was received partially deployed. No alarms, timeouts, nor drive stalls were observed in the data. The hard cannula was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula caused the needle's inability to retract. No damages were observed to the formed needle. The exposed needle can be determined as the cause of the reported pain. Excess material was observed on the slide retract. This damage was caused by the incorrect installation of the hard cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 4 and 24 hours and patient experienced pain due to the issue.